Event description:
A health care professional (hcp) via a manufacturer representative reported a battery issue that occurred during follow-up. Premature battery depletion was reported as usually the battery worked for five (5) years, this one only worked for one (1) year. Unknown if any factors led to the event. The battery was changed for another one (patient re-intervention). The issue was noted as resolved. No symptoms were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery was at end of service (eos) or elective replacement indicator (eri) and the longevity was not met. The cause was unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the representative reported the surgeon and the pharmacist had not provided any more details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.